Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the splitter kit had out of normal impedance measurements. The splitter kit was noted used. No patient complications have been reported as a result of this event.